Event description:
Information was received indicating that a smiths medical fluid warmer disposable had fluid pouring out where it should be sealed on the d-100. There were no reported adverse events.